Event description:
It was reported that while inserting a k-wire; it became stuck in drill guide. Next, the doctor handed the k-wire and drill guide to scrub tech. Then, the scrub tech used another k-wire and another drill guide from another set and the doctor successfully used k-wire and drill guide for remainder of case. There was no adverse pt consequence.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.